Event description:
It was reported to tyco/healthcare/kendall on 06/2002 that a nurse placed the anti reflux valve to a salem sump in backwards. The patient aspirated and vomited, it is thought to be related to the patient being flat while repositioning. Patient expired one week later, it is believed to be related to many health related issues (diagnosis).